Event description:
The customer reported the orientation of the image was off during a diagnostic procedure. The image was not centered. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found there was no data transmitted and there was no image. This report is being submitted for the malfunction found during evaluation (no data transmission or image). There was no effect on the patient, due to the event.

Manufacturer narrative:
During inspection and testing, service found there was no data transmitted and there was no image. In addition, there was a leak on the insertion tube/bending section which had been taped, the bending section cover was torn, the adhesive on the bending section cover was chipped due to deterioration, the adhesive on the objective lens was peeling due to deterioration, and angulation was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that moisture that entered the device from the leak location causing the ccd unit and the board inside the video connector to malfunction, causing the event. Olympus will continue to monitor field performance for this device.